Event description:
Rn reports using a b-d blunt fill needle (18 gauge, 1 1/2 inch) attached to a syringe to draw up solumedrol. After doing so, the rn noted there was a piece of rubber core in the syringe. They are currently attempting to determine whether this type of vial stopper contributes to coring when a b-d blunt fill needle is used.